Event description:
Cna was positioning shower chair in shower room. The right rest leg fitting of the chair developed a crack and the caster fell off. The chair tipped back with pt in the chair. The cna supported the head to break the fall. No reported injury to the pt.